Manufacturer narrative:
Insulin pump passed displacement test. However, insulin pump alarmed motor error during basic occlusion test due to loose or protruded drive support disk. Unable to perform occlusion test, prime or a33 test, excessive no delivery test. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.